Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The right ventricular (rv) lead was suspected to be fractured as noise was observed in non-sustained episodes and short v-v intervals. Reprogramming was performed to turn therapies off and the patient was discharged with a lifevest. The plan is to explant and replace the lead. No patient complications have been reported as a result of this event.